Event description:
Covidien received a report from a biomedical engineer of a n-395 where during preventive maintenance the unit was found to have no audio. The unit had been in storage prior to this maintenance. It is reported that when the engineer removed the top cover from the unit, the speaker wire broke.

Manufacturer narrative:
Covidien has requested product be returned for investigation, and the customer declined to return the product.